Event description:
A surgeon reported that during an intraocular lens (iol) implant surgery, the lens was turning. He corrected the iol position, but the pt experienced fuzzy vision afterwards. Upon examination, the surgeon noted that the lens had turned 90 degrees and was on its side, so he attempted to reposition it again. Following repositioning, the surgeon noticed that the lens had flipped again. The lens was repositioned once more and, at the time of this report, the lens was correctly positioned in the eye with no optic damage. Add'l info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Investigation has been completed based on current info. (B)(4).